Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon opening the jar of a transcatheter valve, a small piece of debris was observed floating in the liquid of the valve jar, and the valve was not used. Subsequently, a new valve was opened and used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated data: a1. A2. A3a. A4. B5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon opening the jar of a transcatheter valve, a small piece of debris was observed floating in the liquid of the valve jar, and the valve was not used. Subsequently, a new valve was opened and used to complete the procedure. No patient complications were reported as a result of this event. Additional information was received that the valve jar was not difficult to open. There was no damage to the jar lid seal/gasket observed.